Event description:
Per voluntary medwatch report received: (B)(4). The 1st ahmed fp7 device was primed by me (surgeon) and implanted in the patient's left eye. Just before conjunctival closure, it was noted that the anterior chamber was very shallow. This continued despite multiple attempts to reform the anterior chamber with balanced salt solution. It was determined that the ahmed fp7 device was over-functioning because the valved ahmed fp7 was not functioning properly. Specifically, the valve was not closing once the intraocular pressure became too low. This caused hypotony (low iop < 7 mmhg) and a shallow / almost flat anterior chamber. Mild blood reflux from a recent gonioscopically-assisted transluminal trabeculotomy (gatt) performed on the nasal angle was also noted (as would be expected) and was irrigated from the anterior chamber (as much as possible). The decision was made to reverse steps and explant the first ahmed fp7 device. A second ahmed fp7 device was then opened. I primed the second ahmed fp7 device myself. The second ahmed fp7 device was implanted w/o difficulty. The anterior chamber was noted to remain formed and maintain a normotensive eye pressure w/o anterior chamber shallowing. I proceeded to finish the rest of the case w/o difficulty. What was the original intended procedure? Glaucoma drainage device (tube shunt) with tutoplast patch graft left eye. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
New world medical received FDA notification regarding a voluntary medwatch uf/importer submission report # (B)(4). Original report listed the unit as manufactured from lot l0552 and containing the serial number (B)(4). Upon further communication with the initial reporter, the unit was confirmed to be from lot l0522 and containing the serial number (B)(4). The explanted valve was returned and underwent visual inspection and functional testing. No issues were found with the device during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of low iop condition as reported by customer could not be replicated or confirmed. Additionally, the device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction.